Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer would like to know what was programmed to be infused and what was infused. There was patient involvement, but the outcome is unknown. Through due diligence attempts, additional information was provided by the customer. Customer stated, "end user entered the incorrect amount on the pumps". Customer did not wish to proceed with investigation and no further information was provided.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had watch programming error was not identified during the customer call. Case escalated to dchu. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer would like to know what was programmed to be infused and what was infused. There was patient involvement, but the outcome is unknown. Through due diligence attempts, additional information was provided by the customer. Customer stated, "end user entered the incorrect amount on the pumps". Customer did not wish to proceed with investigation and no further information was provided.